Event description:
It was reported that the patient exhibited an impedance of 10k ohms on contact 0 despite having normal impedance readings in the operating room. The cause of this issue was unclear, and the patient had not experienced any falls. Despite this, the patient was receiving significant therapeutic benefits, so no surgical intervention was planned. The environmental or external factors contributing to the issue and any diagnostics or troubleshooting performed were unknown at the time of the report. Further information could be obtained by contacting the healthcare professional directly. The resolution status of the issue was also unknown at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: b3301542m, serial# (B)(6) implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 20-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the impedance issue did not resolve. Contact not currently being used for programming. The hcp also reported that they would consider revision surgery if the patient needs MRI.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.